Event description:
The patient was brought for the procedure in the or, and the lower body forced air warmer was used as per the standard of care. At the end of the case (< 1 hour long), the patient was found to have redness on bilateral lower extremities identical to the distribution pattern of the bair hugger blanket. These later resolved as the patient recovered.